Event description:
Physician using bovie portion of conmed irrigation handle and when button was released by physician, bovie remained on and did not stop cauterizing. Entire machine had to be unplugged to turn off.